Manufacturer narrative:
Correction to field h10: additional devices block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5136015. Brand name: coveredge x 32 upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 20769673. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5135998.

Event description:
It was reported that the patient experienced inadequate stimulation from the scs spinal cord stimulator (scs) system and therefore no longer used the system. The patient underwent a procedure in which the entire system was explanted. The patient is doing well post operatively, no devices will be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation from the scs spinal cord stimulator (scs) system and therfore no longer used the system. The patient underwent a procedure in which the entire system was explanted. The patient is doing well post operatively, no devices will be returned for analysis as they were discarded by the facility.